Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient tried to charge the ins and stated ¿they thought their battery pack had gone dead or disconnected¿. It was confirmed that the patient was referring to their ins, noting it wouldn¿t charge or turn on. The patient confirmed that they didn¿t use their ins all of the time and they neglected to charge the ins. The patient last charged the ins sometime towards the end of 2017. The patient first tried to get he spinal cord stimulator going again four or five months ago but was unable to. The patient was unable to troubleshoot using their programmer because it needed batteries. The patient did confirm seeing the reposition antenna screen on their recharger. Patient services reviewed overdischarge considerations. The patient was redirected to follow-up with their healthcare provider (hcp). It was reported that the patient was going to have their hcp page a rep for a physician mode recharge (pmr). The communication and charging failure occurred four to five months ago in 2018. No symptoms were reported. Additional information was received. Manufacturer representative reported an overdischarge due to compliance. No response was made with the 8840 and the trickle charge was unsuccessful in the office. Patient was sent home with trickle charge and was instructed to call with progress. Additional information was received from the consumer on 2018-aug-09 reporting that the manufacturer representative checked t he battery and concluded that it was dead. The issue was not resolved and the battery had to be replaced. The patient stated that they only got 5 years out of an 8 year battery. No further complications were reported.